Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an unknown patient. It was reported that there was a complaint associated with valve. No other information was reported. Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that after collecting all the facts, the staff was using the stratamr adjustment tools for a strata ii valve; the incorrect tools were used. The office we in-serviced and retrained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no issue with the product and the patient did not experience any injury due to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the once the correct adjustment tools were used, the patient was doing great.